Event description:
Customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various parts of the pump. Despite these efforts, the issue persisted when attempting to load a new cartridge. As a resolution, technical support decided to replace the defective pump, confirmed the customer's shipping address, and arranged for the return of the faulty pump. The customer agreed to use a backup insulin pump in the interim and understood how to store and return the problematic pump.